Event description:
It was reported that the patient, who has experienced recent weight loss, reports increased pain associated with the device, which has become more noticeable in the back. Primary reasons for device explanation includes inadequate pain relief, and technical issues. The patient underwent explant procedure and was doing well postoperatively. The explanted device will not be returned due to facility protocol.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5079016, UDI:(B)(4). Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5078989, UDI:(B)(4).